Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the unit and replaced the advantech printed circuit board (pcb), which resolved the reported blank/black screen issue. Fss performed the field service checklist, which the system passed and it was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported blank screen (black screen) with the whitestar signature system. Customer rebooted the system, but the issue remained. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.